Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that blood leaked between the connection of the catheter tubing and adapter of the bd saf-t-intima¿ IV catheter safety system. Found during use. No reports of exposure to blood, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the actual sample was returned to bd for evaluation. Leak testing of the returned unit confirmed leakage from a puncture near the catheter/inserter junction. We were unable to confirm the damage to the manufacturing process. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6243979. Reported defect was confirmed in sample received; however, the hole found in the catheter caused by the cannula is not associate to manufacturing process. This defect could be related with an incorrect use of the product, the characteristic that showed the catheter in form ¿ v ¿, it could be related with the activation performed from the adapter clear prn, it makes the memory of material (tubing) will cause a ¿sling shot¿ sending the needle to his original position resulting in a catheter pierce. Product is functional tested and no incidents with leakage failure has been reported. Investigation conclusion: based on investigation results to date root cause cannot be determined.